Manufacturer narrative:
(B)(4).

Event description:
It was reported that the median interval for the atrium is 389 ms and for the ventricle 377 ms. Therefore the rate is considered to be in the v>a branch and therapy is delivered. Programming changes were recommended.